Event description:
It was reported that approximately 9 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized with a chief complaint of dyspnea, and was subsequently diagnosed with acute worsening of chronic heart failure. Approximately 14 days later the patient's respiratory condition significantly worsened, and the following day the patient died.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized with a chief complaint of dyspnea and was subsequently diagnosed with acute worsening of chronic heart failure. Approximately 14 days later the patient's respiratory condition significantly worsened, and the following day the patient died. Additional information was received that the patient was brought urgently to the emergency department approximately 10 months post-implant and hospitalized for treatment of acute exacerbation of chronic heart failure. Prior to the death, improvement was observed with intravenous therapy, and the patient was transferred to another facility. The cause of death was end-stage heart failure which was unrelated to the device and unrelated to the implant procedure per the physician.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the death was due to end-stage chronic heart failure and was unrelated to the device and unrelated to the implant procedure. There was no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.